Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's dual. It was reported that the patient was having difficulty with recharging. The patient tried recharging over the clothes and over the skin, tried repositioning and rotating the recharger (insr) antenna. It was reported there was still no coupling. It was noted the pocket may be 5-6 mm deep. The patient did not report any redness, but was not asked about swelling at the pocket site. The implant depth with possible swelling was discussed as a potential cause as well as the potential for a flipped implant. Troubleshooting was not performed due to lack of access to the product. No patient symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) stating the patient met with the healthcare professional (hcp) and rep on (B)(6) 2019. The incision site was visually inspected and determined to be within normal healing limits. No swelling or erythema was noted. The rep searched for the optimal location for coupling on the patient's chest, and achieved coupling at 4-6 bars. The patient and hcp were satisfied with the result. It was noted the likely cause was the implant was implanted too deep (greater than 1 cm) or there was scar tissue build up from past replacements. The reported device issue was resolved.